Event description:
Physician was attempting to use the abre stent during procedure. The patient had developed deep vein thrombosis (dvt) and a filter was put in for the dvt. The patient then started to develop leg ulcers and wounds. General anesthesia was administered. Preprocedural imaging confirmed that ivc was down to iliacs was occluded. Physician elected to use a 20 mm abre stent in the ivc. "Full-metal jacket" or double-barrel technical was used. Physician then placed abre stents into ivc, where the 20 mm stent was placed, extending in each iliac vein. The size of the additional stents is unknown. There were three abre stents deployed in ivc and in iliacs. Stented ivc and kissing stents into each iliac legs. Physician had bilateral access in leg for iliac extensions. When left proximal stent was flowing open, it was noted that one of the peaks of the stent was outside the ivc, on the left. Physician did not see nice line of structs of stent, only saw part of the stent poking through ivc. It was reported that one of the abre stents allegedly perforated ivc, however it is unclear which stent caused the perforation. The patient remained stable and the stents were wide open, but extravasation was confirmed on venogram outside of the left side of the ivc. Physician elected to reline the iliac extension stents with a bdx stent, having a tamponade effect against perforation. Physician likened the situation to a "bad vena cava" due to age of patient in addition to history and steroid use. Physician expressed concern over sharpness of the peaks, but otherwise expressed technically the procedure was fine and was surprised by appearance of the stent. The patient is reported to be doing great and no issues after the procedure. No further injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis:audio analysis: two videos were provided for evaluation. Both are audio/mp3 and both share the same content. The angiogram was done the following day after the procedure the physician is talking through the angiogram in english. Everything was still widely patent. The two lower stents are non medtronic cook stents. Peripherally and central are all abre stents. There appears to be 5 stents in total implanted. Three are medtronic abre self expanding stents and 2 non-medtronic cook stents. The patient is flipped to the left and the left venogram was taken and its nice and open. A right venogram was done and its nice and open. At this point there is no evidence of bleed or anything else. It looks open on both sides and no issues noted whatsoever. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedure done under general anesthesia. Preprocedural imaging confirmed that the ivc down to iliac was occluded. Patient was hydrated with IV fluids. Patient was very active and qol was greatly impacted. The physician balloon dilated pre- and post-procedure. Nothing unusual was noted with the presentation. Nothing unusual occurred with the delivery of the stent. Physician typically does not intervene with stenting in this age bracket but the active lifestyle of the patient suggested she was a good candidate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the previously placed ivc filter was removed. Note: the catalogue number for the product is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.